Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step of load training, insulin was not observed exiting the tubing after filling with 24 units of insulin. The luer lock was disconnected and 26 additional units of insulin were delivered and only one drop of insulin was observed. The customer had a blood glucose level of 195 (mg/dl). A new cartridge was loaded onto the pump and the load process was completed successfully. Replacement cartridges were sent to the customer.